Event description:
It was reported that bd 20ml syringe luer-lock¿ tip bulk sterile convenience pak had a crack and leaked medication. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no.: 305617. Batch no.: 9052693. It was reported that 4 syringes in the convenience pack were cracked so they leaked medication while being filled.

Manufacturer narrative:
H.6. Investigation: one (1) sample was returned from the customer for investigation. The sample was examined using unaided vision and it was observed that there is a crack in the side of the barrel. A device history record (DHR) review was performed on the batches. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. The barrel struck a hard object with sufficient force to crack the barrel. However, as this barrel has seen additional processing and handling after being molded it cannot be determined what that object was or where the incident which caused the barrel to crack occurred. Therefore, a root cause cannot be determined.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 20ml syringe luer-lock¿ tip bulk sterile convenience pak had a crack and leaked medication. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no.: 305617 ; batch no.: 9052693. It was reported that 4 syringes in the convenience pack were cracked so they leaked medication while being filled.